Manufacturer narrative:
This device was used for treatment, not diagnosis. Matschke, s., wentzensen, a., ring, d., marent-huber, m., audige, l., jupiter, j.b. Comparison of angle stable plate fixation approaches for distal radius fractures. International journal of the care of injured 42 (2011) 385-392. This report is for an unknown synthes locking plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: matschke, s., wentzensen, a., ring, d., marent-huber, m., audige, l., jupiter, j.b. Comparison of angle stable plate fixation approaches for distal radius fractures. International journal of the care of injured 42 (2011) 385-392. The aim of the study was to compare radiological and functional outcomes between volar and dorsal surgical fixation of distal radius fractures using low-profile, fixed-angle implants. A total of 305 distal radius fracture patients, aged between 21 and 80 years, were treated with synthes locking compression plate 2.4 ¿or 3.5 mm fixation using either a volar (n=266) or dorsal (n=39) approach. They were followed-up at 6 months, 1 and 2 years. There were 17 major complications, 10 of which required a revision. Most of the complications were described as soft tissue/wound problems and included eight cases of tendinitis due to irritation directly caused by the plate; explant was performed for five patients. List of reported complications include: infection, pain, healing problems, carpal tunnel syndrome, tendon rupture, loss of reduction, screw loosening, plate/screw pull out and one report of death. There is no specific information regarding the death. Various other soft-tissue problems were noted in another eight patients and included extension deficit of the distal interphalangeal joint (digits ii-v), thumb dysesthesia, paraesthesia of the hand that resolved with movement and massage, a ganglion cyst, arthrofibrosis and radial avulsion of the triangular fibrocartilage complex, an ulnar nerve (dorsal branch) irritation due to a kirschner wire, blocked flexion due to the lcp constricting the flexor carpi radialis requiring explant, a palmar median nerve lesion with thumb dysesthesia requiring explant. Fifty-five patients showed new signs of arthritis via radiograph that were not seen at baseline. This article summarizes postoperative findings from other published articles. This is 2 of 3 reports for (B)(4).